Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this lead was not successfully implanted due to product performance issue. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this lead was not successfully implanted due to product performance issue. A new lead was implanted. No adverse patient effects were reported. Additional information indicated that the left ventricular (lv) lead would not track into vessel. In addition, lead exhibited high pacing threshold.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to capture additional information on h6: device codes and b5: describe event or problem.

Event description:
It was reported that this lead was not successfully implanted due to product performance issue. A new lead was implanted. No adverse patient effects were reported. Additional information indicated that the left ventricular (lv) lead would not track into vessel. In addition, lead exhibited high pacing threshold.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.